Event description:
According to the reporter, approximately 6 days post-operatively, the device had a poor staple formation that lead to anastomosis leak. The patient had the first surgery lap right hemicolectomy on the (B)(6) without any incident. Approximately 6 days postoperatively a second surgery was required. The patient was in the ER due to a leak and to correct the ileocolic anastomosis. A midline incision had to be performed. The incision extended more then one inch. The hospital stay was extended at least one week. No updated patient status given.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received the staples were only in one side of the tissue. The hospital stay was extended 18 days.